Event description:
It was reported that during use of the bd vacutainer® safety-lok blood collection set there were two occurrences where blood did not flow into the tubes due to poor sleeve function causing blood leakage into the holder.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for sleeve leakage with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd vacutainer® safety-lok blood collection set there were two occurrences where blood did not flow into the tubes due to poor sleeve function causing blood leakage into the holder.